Event description:
It was reported that an alarm was heard and confirmed by telemetry. The pump was replaced and sent back for analysis. The reporter stated the ''op'' report stated the pump was replaced due to an alarm but it did not state the alarm was related to the longevity of the battery. The device system was used to deliver baclofen. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no significant anomaly as there was normal battery depletion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.